Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient was scheduled for a surgery to reattach the vns generator to the patient's chest wall, indicating that migration had occurred. No further relevant information has been received to date.

Event description:
The physician confirmed that the generator had migrated due to poor tissue quality. The generator was flipping in the pocket, and the surgery was done to prevent further flipping and possible danger to the lead. The generator was initially implanted with a non-absorbable suture that was still attached to the generator when the re-attachment surgery was performed. No further relevant information has been received to date.